Event description:
On (B)(6) 2012, 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the early morning of (B)(6) 2012. The patient informed the cca that she manages her diabetes with an insulin pump. By 2pm that day, the patient claimed she responded to eating more food/drink. It was noted that 4 hours after the alleged issue began, the patient stated she developed a headache and she was not able to go anywhere. In spite of her symptom, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and required no battery replacements. The cca educated the patient on the meter's behavior and auto-shutoff. The alleged issue was resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's symptom does not meet the criteria for a serious injury and the patient did not receive medical intervention. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.